Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument were locked up. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp the vessel or duct. The instrument would not allow the surgeon to completely close the clip and gave them resistance when they tried to open the jaws. They were finally able to get it open enough to pull away from the tissue and remove the instrument. There was no patient injury. A weck hem-o-lok ml clip was used. The clip size was medium-large. The tissue was not too large for the clip. The backup instrument had no issues placing a clip. The incident happened on the second application. The instrument was inspected prior to use and loaded correctly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument for failure analysis. The medium-large clip applier instrument was analyzed and was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.